Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A review was performed on the error memory contained in the machine¿s log files, and the balance alarms on scales 1 and 2 were confirmed. The error memory does not contain information about the actual delivery rate of the dialysate and substituate pump, or their rotation direction. Regarding the rotation direction of the machine¿s pumps, it must be said that it is not possible to control the software in a way so that they rotate backwards. In addition, the multifiltrate pro has an independent protection system that, independent of the control of the pumps, verifies that the weights on the scales match the value resulting from the theoretical flow rate. It also checks that the flow velocity is positive. The protective system could not detect any irregularity in the balance weights, which would occur if the dialysate and substituate pumps were running backwards. The inflow for these pumps comes from the back left. The pumps then feed the fluid into the heating bags, which are also located on the left side of the machine. This means that the inflow and outflow of the pumps are almost parallel, but the flow through the tubes runs in opposite directions. If air bubbles enter the system from the dialysate or substitution bag, they are first conveyed to the pump from the left and then again in the opposite direction away from the pump to the rear left. Therefore, the observed phenomenon could have been an optical illusion. If a dialysate or substituate pump were to run backwards, the balancing system would detect this and display a corresponding error message. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.

Manufacturer narrative:
Clinical investigation: though there were inferred allegations that a malfunction had occurred, there was no patient involvement as this device was running a simulated treatment. Per the instructions for use (IFU) for the multifiltratepro machine, the purpose and function of the dialysate pump (predilution/substituate pump) is to allow dialysate to enter the machine from a rear mounted scale that holds the solution bag prior to mixing with solutions such as calcium or citrate. The purpose and function of the substituate pump is much like the dialysis pump whereas the pump draws substituate (calcium, citrate, or both) into the device from rear mounted scales prior to mixing. In the very unlikely event either of these pumps were to run backward, any deleterious effects to the patient or any detriment to therapeutic outcomes of continuous renal replacement therapy (crrt) have not been previously reported or studied. However, it can be reasonably presumed that if these pumps were to run backward, the dialysate and substituate solutions would be returned to the solution bags. Potential adverse events to the patient may include a need for termination of the treatment and loss of blood that was obtained from the patient access side prior to treatment termination. At the time of this clinical review, the cause of the reported malfunction has not been determined. Additionally, it is unknown if the fluid used to act as simulated blood or the reused dialysate bags caused or contributed to this event. As there was no patient involvement in this simulated therapy, an adverse event, serious injury, or the need for medical intervention are precluded from this clinical review. Based on the information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further clinical investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a nxstage employee to fresenius technical service that a multifiltrate pro machine experienced a balance alarm on scales 1 and 2 during a simulated treatment. Air was observed in both the dialysate and substituate lines even though all connections were closed and tight. It was also reported that both dialysate and substituate pumps were running backwards for a short period of time. Upon follow up, it was confirmed that the machine ran backwards during a simulated therapy on a training machine labeled 'not for human use'. The reporter stated that they were unsure if the event was due to use error or not. Per the reporter, the machine was in training mode, however was at a state in which a patient would have been in their therapy, when balancing chamber alarms began to occur. The reporter stated that they placed another bag on the scale due to the alarms to try and resolve them, however that is when it was noticed that the dialysate and substituate pumps were running backwards. The reporter confirmed that the blood pump was not running backwards and was functioning as intended. Additionally, the reporter stated that an alarm did not occur when the pumps ran backwards. The reporter stated that air in the system was observed. It was also stated that they were re-using the dialysate bags and that they were unsure if the re-use of the dialysate bags created a unique situation. When the bag was removed from the machine it was noted to be leaking. The machine logs were downloaded and provided to the manufacturer for review.